Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from 06dec2018 to 04jan2021 and note that this device has been returned for service one time which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board . Also, there were no production failures indicated on the source device.

Event description:
The customer reported error codes/messages, also has powered up with no user input and occasionally will not power up at all. There was no patient involvement reported.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported error codes/messages, also has powered up with no user input and occasionally will not power up at all. There was no patient involvement reported.